Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the implantable drug infusion device. The drug being delivered was unknown. The reason for use was not reported. It was reported that there was an empty pump reservoir. Caller stated she got a call from the hcp that the patient had come into the clinic with their critical alarm going off. Caller stated the patient was not presenting any symptoms and believes they had their pump refilled after labor day. Reason for call is caller would like to know if the pump truly has drug in it still, will it be delivering once the empty alarm goes off. It was reviewed if they forgot to update the pump at the last refill and pump still has drug, then the pump will still be delivering the way it is programmed. Caller was redirected to follow up with the hcp to review considerations. Caller stated they will be following up with the hcp to find out if the pump was refilled recently and to address the issue accordingly. The date of the event was unknown. There were no symptoms reported. There were no further complications reported/anticipated.